Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the device was returned in the pre-deployed position. The reported difficulty and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of initial medwatch report additional information was received: it was reported that suture placement was attempted in the calcified right common femoral artery using a proglide device via an 8f sheath using the pre-close technique prior a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss was noted. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device relative to a transcatheter aortic valve replacement (tavr). Reportedly, the proglide stitch did not take. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.